Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this right ventricular (rv) lead and non boston scientific left ventricular (lv) lead presented to the emergency room after experiencing syncope. The patient had been sitting in their car, reached across to open the passenger door and passed out. In the ER the patient was being externally paced and each time the pacing was stopped, the patient experienced pulseless electrical activity. Additional information was obtained from the field representative that per on site evaluation at the time, a sudden increase in rv and lv thresholds was observed along with possible oversensing. Reprogramming of sensitivity and outputs, with subsequent isometrics produced no pacing inhibition. The patient was referred for a rv lead revision and device changeout however for unknown reasons the patient was referred to a secondary physician whom opted out of further boston scientific involvement. It is unknown at this time whether the device system remains in service. No additional adverse patient effects were reported.